Event description:
It was reported patient has a nuvectra algovita scs implant. I cannot get replacement parts due to company being sold after bankruptcy to a tech company. My external charger pad is broken, so I cannot charge my device. I would like to know if your device could charge mine. If not, do you have suggestions? Please email me as I don't answer unknown numbers. I can schedule a call if you prefer. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).